Event description:
(B)(6) customer received control results of 3.6, 3.4, 3.7 mmol/l on his contour meter. The control range is 6.0 - 8.2 mmol/l. No adverse events were alleged. Customer is expected to return his strip for evaluation.